Event description:
Pt status post epoca implantation on (B)(6) 2010 returned to surgeon's office. Pt has glenoid arthrosis, instability and rotator cuff issues. Surgeon removed the hardware on (B)(6) 2011. This is two of four reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.